Event description:
A customer reported a signal loss issue with the adc application in use with a samsung galaxy s21 plus phone, (android operating system version 13). The customer did not receive low/high glucose alarms and as a result, the customer experienced headache and tiredness. The customer was treated with intravenous insulin (dose/type unknown) and unspecified antibiotics by a healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product data has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Freestyle libre 2 sensor serial number (B)(4) was used as an accessory device with the reported application.the dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. Extended investigation did not identify any issues with the freestyle libre 2 application that would have led to the complaint. Attempts were made to replicate the user complaint and extended investigation did not identify any issues with the freestyle libre 2 application. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.